Event description:
It was reported that the physician was implanting a 20mm gore helex septal occluder to close a multi-fenestrated atrial septal defect (asd). The physician used a 9fr long sheath to advance the device across one of the inferior defects. While forming the right disc, the tech inadvertently pushed the sheath forward, causing the helex device to prematurely lock. While trying to recapture the device, the retrieval cord broke. While trying to snare the device, the occluder embolized and ended up resting on the mitral valve. The pt was sent to the surgery where the device was removed and the asd was repaired. The pt was doing well following day.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs. The explanted device was discarded and no images have been made available for review.